Manufacturer narrative:
Bayer case number: (B)(4) painful metrorrhagia that became increasingly severe over time [metrorrhagia], chronic menorrhagia [menorrhagia] , painful metrorrhagia that became increasingly severe over time [pain menstrual] , severe anaemia [anemia] , extreme fatigue [fatigue extreme] , hair loss [hair loss] , severe adenomyosis [adenomyosis] , uterine fibroids [uterine fibroids] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-mar-2026. The most recent information was received on 25-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("painful metrorrhagia that became increasingly severe over time") and heavy menstrual bleeding ("chronic menorrhagia") in a 53-year-old female patient who had essure inserted (lot no. A47946) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2023 she experienced intermenstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("painful metrorrhagia that became increasingly severe over time"), anaemia ("severe anaemia"), fatigue ("extreme fatigue") and alopecia ("hair loss"). Essure was removed on (B)(6) 2025. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important) and adenomyosis ("severe adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with ferritin-tr (ferrous sulfate, folic acid) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, alopecia, anaemia, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding and uterine leiomyoma to be related to essure administration. The reporter commented: patient's current status: no longer has cervix, uterus or tubes. Actions taken to treat the patient in the healthcare facility: not specified. Surgery details: in the gynaecological position, after placement of a urinary catheter and infiltration, a vaginal hysterectomy was performed according to the usual technique. Anterior vesico-uterine separation. Opening of the posterior douglas pouch. Ligation, sectioning of the cardinal ligaments and removal of the uterus in a single block with the 2 fallopian tubes, which are normal. The two ovaries, which are also normal, are left in place. Tacking suture of the front and rear edges. Closure of the peritoneum. Extraperitonealisation of the lateral pedicles. All ligatures are performed with vicryl. Rapid, non-haemorrhagic, easy, incident-free interventional procedure. Urine clear. Field dressing and compress count verified. Rectal examination is unremarkable. Specimens sent to anatomical pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kg. [Microscopy] on (B)(6) 2025: hematoxylin, eosin and saffron (hes) staining. The leiomyomas are histologically well-defined. They are made up of intertwining bundles of smooth muscle and connective tissue fibres. Some areas are cellular, others are highly hyalinised. No mitosis or nuclear atypia was detected. The endometrium is subtrophic. The presence of endometrial glandular structures associated with their cytogenic chorion, arranged in the form of small plaques in the inner wall of the myometrium. There is a mild hyperplastic myometrial reaction in the areas adjacent to these adenomyosis lesions. The cervical mucosa shows a few non-specific inflammatory infiltrates. The tubes are unremarkable. Conclusion: - uterine leiomyomas - sub-atrophic endometrium. - diffuse adenomyosis lesion. - tubes are unremarkable. - subnormal cervix. - no malignancy. [Pathology test] on 24-oct-2025: the uterus measures 10.5 x 6 x 6 cm and weighs 211 grams. The uterine cavity measures 5 cm in height with a wall that is 2 to 3.8 cm thick. The cervix measures 3 x 3 x 2.7 cm. Presence of an intramural myoma measuring 1.2 cm at widest dimension and 2 subserous myomas measuring 1 and 2.2 cm at widest dimension. The right tube measures 6 cm in length. The left tube measures 4.5 cm in length. Presence of an isolated myoma measuring 2.5 x 2 x 2 cm. Presence of 2 essures. Batch number- a47946; manufacture date-30-sep-2012; expiration date-30-sep-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) painful metrorrhagia that became increasingly severe over time [metrorrhagia], chronic menorrhagia [menorrhagia] , painful metrorrhagia that became increasingly severe over time [pain menstrual] , severe anaemia [anemia] , extreme fatigue [fatigue extreme] , hair loss [hair loss] , severe adenomyosis [adenomyosis] , uterine fibroids [uterine fibroids] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("painful metrorrhagia that became increasingly severe over time") and heavy menstrual bleeding ("chronic menorrhagia") in a 53-year-old female patient who had essure inserted (lot no. A47946) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2023 she experienced intermenstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("painful metrorrhagia that became increasingly severe over time"), anaemia ("severe anaemia"), fatigue ("extreme fatigue") and alopecia ("hair loss"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important) and adenomyosis ("severe adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with ferritin-tr (ferrous sulfate, folic acid) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, alopecia, anaemia, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding and uterine leiomyoma to be related to essure administration. The reporter commented: patient's current status: no longer has cervix, uterus or tubes. Actions taken to treat the patient in the healthcare facility: not specified. Surgery details: in the gynaecological position, after placement of a urinary catheter and infiltration, a vaginal hysterectomy was performed according to the usual technique. Anterior vesico-uterine separation. Opening of the posterior douglas pouch. Ligation, sectioning of the cardinal ligaments and removal of the uterus in a single block with the 2 fallopian tubes, which are normal. The two ovaries, which are also normal, are left in place. Tacking suture of the front and rear edges. Closure of the peritoneum. Extraperitonealisation of the lateral pedicles. All ligatures are performed with vicryl. Rapid, non-haemorrhagic, easy, incident-free interventional procedure. Urine clear. Field dressing and compress count verified. Rectal examination is unremarkable. Specimens sent to anatomical pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kg. [Microscopy] on (B)(6) 2025: hematoxylin, eosin and saffron (hes) staining. The leiomyomas are histologically well-defined. They are made up of intertwining bundles of smooth muscle and connective tissue fibres. Some areas are cellular, others are highly hyalinised. No mitosis or nuclear atypia was detected. The endometrium is subtrophic. The presence of endometrial glandular structures associated with their cytogenic chorion, arranged in the form of small plaques in the inner wall of the myometrium. There is a mild hyperplastic myometrial reaction in the areas adjacent to these adenomyosis lesions. The cervical mucosa shows a few non-specific inflammatory infiltrates. The tubes are unremarkable. Conclusion: - uterine leiomyomas - sub-atrophic endometrium. - diffuse adenomyosis lesion. Tubes are unremarkable. - subnormal cervix. No malignancy. [Pathology test] on (B)(6) 2025: the uterus measures 10.5 x 6 x 6 cm and weighs 211 grams. The uterine cavity measures 5 cm in height with a wall that is 2 to 3.8 cm thick. The cervix measures 3 x 3 x 2.7 cm. Presence of an intramural myoma measuring 1.2 cm at widest dimension and 2 subserous myomas measuring 1 and 2.2 cm at widest dimension. The right tube measures 6 cm in length. The left tube measures 4.5 cm in length. Presence of an isolated myoma measuring 2.5 x 2 x 2 cm. Presence of 2 essures. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.